Manufacturer narrative:
The suspected device was returned for evaluation. A 12-month service history review indicated that the device had not undergone servicing within the past year. Visual and functional inspections were conducted, revealing that the downstream occlusion (dso) seal was delaminated or contained an air bubble. Additionally, the upstream occlusion (uso) and/or dso sensors were found to be out of calibration. The customer complaint was confirmed, with the root cause identified as a decalibrated dso and/or uso sensor. The dso seal was replaced, and both dso and uso sensors were recalibrated. Following the repair, the device was submitted for functional and delivery testing. Upon successful completion and verification of test results, the device will be returned to the customer.

Event description:
It was reported that the pump indicates error: cassette incorrectly attached while there is no cassette in it. The event occurred during maintenance. During investigation found that the downstream occlusion (dso) seal and upstream occlusion (uso) sensor needed recalibration as it was out of calibrations. This malfunction makes the event reportable. There are no patient involvement and adverse event reported.